Event description:
Boston scientific received information that this chronic right ventricular (rv) lead and pacemaker exhibited an increase in pacing impedance measurements from 100 ohms to 1,100 ohms following a normal device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate these products remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.